Event description:
It was reported that the device exhibited post-paced t-wave oversensing which lead to a false non-sustained lead noise episode. The device was reprogrammed. The patients condition was unchanged but the event. There have been no similar episodes since the reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.